Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. The patient indicated their physician had directed them to go to the emergency department for a suspected lead dislodgement. A remote monitoring transmission was received that indicated that the pacing impedance had increased and became high on the right ventricular (rv) lead with no evidence of dislodgement. Additionally atrial oversensing was noted on stored episodes. The rv lead was capped and replaced. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.